Event description:
It was reported that the patient presented with improper healing at the pacemaker incision site during follow-up in clinic. The device was visible from the opened incision site of the implanted device pocket. The physician explanted the entire pacemaker system to resolve the issue and the patient was in stable condition throughout the procedure.